Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 65 mm in diameter abdominal aortic aneurysm. The vessel tortuosity was mild, vessel calcification was mild, aortic neck angulation was 30 degree, vessel diameter of the aortic neck was 27 mm, vessel diameter of the aortic bifurcation was 30 plus mm, and vessel diameter of the iliac limbs was 16 to 17 mm. It was reported that during the procedure there was a slight type I proximal endoleak observed. The bifurcated stent graft landed 4 mm below the left renal but had a 10 mm seal zone. Additional post dilation diminished the leak. The leak was reported to be insignificant and it is believed that it will subside with the reversal of heparin. No intervention was performed. The physician has decided to monitor the patient and follow up with a CT scan in 30 days. The table moved during deployment and, though the physician thought the device had not moved, it may have contributed to the inaccuracy of landing. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak, inaccurate delivery); failure to follow instructions (user error; low placement, table moved during deployment). Conclusion: known inherent risk of a procedure (endoleak, inaccurate delivery), user error contributed to event (user error; low placement, table moved during deployment).

Event description:
Additional information was received. It was reported that the proximal type I endoleak has self-resolved.